Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 490 mg/dl at the time of incident and then took shot for correction and now the blood glucose level was 284 mg/dl. Customer's other relevant blood glucose level was 300 mg/dl. The customer was assisted with troubleshooting. The customer stated that the insulin exited. Customer did not mention any symptoms related to high blood glucose level. The insulin pump will not be returned for analysis.